Event description:
In 2004, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator to the manufacturer that the patient was at home when they had experienced a yellow battery light with controller cell low alarm. At that time the patient had replaced the controller cell. The patient then performed a self test, and still had the same alarm. The patient's family member came over and replaced the controller cell as well the vad coordinator had asked the patient to come to the hospital for evaluation. Due to exposed wires on percutaneous (perc) lead. The patient denied any trauma to perc lead. The vad coordinator also noted that the patient's vad rate occasionally went as high as 111bpm during rest. At the time of the call to the manufacturer, the patient's vad rate of 90 with flows of 7.6 lpm. While the vad coordinator was still on the phone with the manufacturer they jiggled the perc lead and the controller cell low alarm appeared on the system monitor. The vad coordinator changed out the controller cell and reproduced the alarm again by moving the perc lead back and forth. The patient was scheduled to have a chest x-ray, and also a perc lead x-ray showed normal. The manufacturer then asked the vad coordinator to send in a vent filter for analysis. The analysis of the vent filter was normal. No evidence of unusual foreign matter was revealed in the sample. At the time the vad coordinator stated the alarms that were reported earlier (controller cell on manupulation of the perc lead) were no longer present. No remedical action had been performed on the lead. The patient is now running at a fixed rate of 80 bpm during rest, and auto mode is only used during increased activity. Two weeks later the manufacturer had received the pump from the hospital. The manufacturer spoke with the vad coordinator to follow up on the patient's pump return. The vad coordinator stated that the patient had continued to have symptoms of heart failure. Evaluated pump rates continued and reported alarm frequency diminished. Pump was electively exchanged. The inflow valve, outflow valve and pump were exchanged. The distal end of extended lead was disposed of prior to being returned. A tear in the leaflet of the inflow valve conduit was noted at explant. The patient is doing well, post-exchange and remains on lvad support.